Manufacturer narrative:
The unit had cracked battery tube threads, a cracked case at the lcd window corner, a minor scratched lcd window, a cracked reservoir tube lip, a scratched reservoir tube window, and a loose and protruded drive support disk. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report that the insulin pump was cracked and the display was scratched. The customer's blood glucose level was unknown. No further details were provided.